Event description:
During evaluation of a returned homechoice machine, 2 increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2011 08:51:43. During night drain cycle 2, the patient's ultrafiltration reading was 10999ml, indicating the home patient (hp) drained 10999ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional: this complaint is an ancillary service event, and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2012-02673 for the investigation. If any additional information is received, a followup will be sent.